Event description:
Surgeon was using conmed cautery l hook with suction. The end of the cautery piece sheared off while inside the patient. Piece removed without incident and it appears that both pieces fit together without any missing parts. Area irrigated and suctioned.